Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 3 months. The pump remains in use supporting the patient. Approximately 8" of the replaced external portion/distal end of the percutaneous lead was returned for further evaluation. The returned section of the percutaneous lead was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Evidence of the reported separation of the percutaneous lead distal end bend relief from the metal connector was observed. Severe breakdown of the metal braided shield was observed beginning at the metal connector until approximately 2.5¿ from the metal connector. Visual inspection of the wires revealed breaches in the green and yellow wire insulation at the nipple housing of the metal connector, exposing the underlying metal conductors. The observed wire damage appeared to be the result of repetitive flexing. Examination of the other four wires in this location appeared slightly kinked, but were otherwise unremarkable. The yellow and green wires represent motor phase one. If the exposed conductors of the green or yellow wire contacted the braided shield while operating on a tethered power source such as the power module, the resulting short to ground would have caused the reported speed reductions that were confirmed through the evaluation of the submitted system controller log file. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was experiencing low speed alarms. The patient remained asymptomatic during the event. Separation of the distal end bend relief was noted visually and the patient was admitted to the hospital. Review of the data log file indicated that the reported low speed alarms appeared to occur while the patient was connected to the power module. It was recommended that the patient remain on battery power and to immobilize the percutaneous lead. On (B)(6) 2015, the manufacturer's technical services representative arrived on site. A continuity test of the percutaneous lead did not indicate any broken wires. The distal end of the percutaneous lead was replaced without incident. After the repair, the patient was connected to a grounded patient cable and no further issues were noted.